Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced as it was unable to be interrogated with an integrated programmer. Magnet resets and telemetry were also attempted but the issue was not able to be corrected. Beeping tones were emitted from the device as well. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. It was noted that a telemetry component (oscillating crystal) was not functioning when voltage was applied. This caused the device to be stuck in a power on reset loop which can drain the battery. During analysis testing a functional crystal was soldered and the device powered up into a normal state with good battery current. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced as it was unable to be interrogated with an integrated programmer. Magnet resets and telemetry were also attempted but the issue was not able to be corrected. Beeping tones were emitted from the device as well. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.